Event description:
Spoke with patient (B)(6) on 05/27/2026 at 3:07 pm cdt at (B)(6). To obtain additional information on whether the patient treatment was completed, if adverse effects were experienced, and if medical intervention was required. The patient was unable to complete treatment on the reported day (B)(6), however completed on the following day. On (B)(6) the patient was able to complete treatment also the patient received the new cycler and is working fine, the old cycler was picked up already. Regarding (B)(6), the patient mentioned he disposed of the expired solution bags to the trash, the patient confirmed the product expired while storage, the patient mentioned unfortunately does not have sample availability, therefore there is no sample available to be returned. Additionally, the patient confirmed he was hospitalized due to a catheter malfunction, he does not remember the exact date but believes he was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. The patient mentioned that his pd catheter was replaced because it had become wedged between organs. However, the catheter did not work properly after the replacement, so the patient switched modalities temporarily from peritoneal dialysis to hemodialysis. The patient confirmed he has been undergoing hemodialysis treatments and mentioned that the plan is to switch modalities back to peritoneal dialysis. The patient denied having any other symptoms or infections. There hospitalization and switch in modalities due to catheter malfunction. The required information has been obtained. Therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).